Event description:
The reporter contacted animas on (B)(6) 2013 reporting concern about pump use since the last few weeks the patient started running high. The reporter stated that the blood glucose (bg) was 580mg/dl with ketones, moderate nausea, and severe thirst. The patient was treated with injections and he bg returned to normal. The patient restarted the pump and the bg started to run high. The reporter stated that they were able to see insulin coming out when primed. The reporter denied damage to the pump. The reporter did not have time to review everything with pump and agrees to call back later today. This report is being made due to the hyperglycemic event the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/21/2014 with the following findings: the total daily dose two days prior to the event add up correctly. The total daily dose for (B)(6) 2013 appear to be inaccurate due to occlusion alarm at 01:51; deliveries did not resume until (B)(6) 2013 11:09. The pump successfully passed a delivery accuracy test. No alarms occurred during testing. The pump found to be operating within required specifications and delivering accurately. A pinkish contrast was observed on the display screen. Investigators were unable to duplicate reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.